Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation, as the device was discarded at medicon due to the expire of stock period after visual inspection. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the catheter was removed due to possibility of catheter damage. Before removing the catheter, the patient complained of skin swelling during infusion of epoprostenol. The physician flushed the catheter with its end closed in order to examine the leak, but no leak was observed. The catheter was implanted for chemotherapy and tpn via the left subclavian vein.